Event description:
It was reported that "(B)(6) 2025, in department of anesthesiology, (B)(6) hospital, the doctor found swg kinked during use on the patient." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one guidewire. Signs of use in the form of biological material on the guidewire were observed. Visual examination revealed the guidewire was unraveled from the proximal weld and is kinked in several locations along the body. The core wire was exposed out of the coil wire. The distal j-bend was present and intact. Microscopic examination of the guidewire confirmed the core wire was broken adjacent to the proximal weld. The exposed core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The overall length of the core wire measured 598 mm which is within the specification of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.790 mm which is within the specification of 0.788-0.826 mm per guidewire product drawing. Functional inspection of the guidewire could not be performed for this complaint investigation due to the extent of the damage to the returned guidewire. A manual tug test confirmed that both the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire damaged during use was confirmed through examination of the returned sample. The guidewire was unraveled and the core wire was broken adjacent to the proximal weld. The returned guidewire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, in department of anesthesiology, tieling central hospital, the doctor found swg kinked during use on the patient." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".